Manufacturer narrative:
This report is submitted on april 26, 2018.

Event description:
It was reported that the device was explanted on (B)(6) 2018, due to an infection and the patient was reimplanted with another cochlear device during the same surgery.